Event description:
It was reported the patient had no stimulation. She has tried to increase the stimulation with the programmer but was unsuccessful. The sjm rep tried to reprogram but was unable to increase amplitude. The sjm rep found all impedances to be invalid. The patient was referred to her doctor. It was reported the patient was seen by the doctor on (B)(6) 2012. Reportedly the patient will be scheduled for a revision.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.